Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 6 mm. Upon the deployment of the last 1/3 of the device, tension on the catheter was not released. This caused the valve to be pulled out of the annulus, resulting in supra-annular deployment. The valve was snared and moved into the ascending aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.